Event description:
Problem as described in the complaint: the issue is that the sapphire mt pump was on a pt for 11 days. On the 11th day after 60mls vi out of a 25mls bag, the pt's cannula "blocked," and blood back flowed up the sapphire set and into the cassette, where it leaked into the cassette chamber. The pt had to come into the accident and emergency department of gladstone to be attended. The pt was affected, she was distressed, in shock, pale and dizzy according to (B)(6), the clinician. Add'l info (06/26/2014): the pt did not receive blood or drug infusion. Different sets were used during the 11 days of treatment. The administration set was full of blood and thrown out, could not be investigated. The sapphire pump arrived to q core for investigation.

Manufacturer narrative:
(B)(4).